Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient was brought in-clinic, however, the noise could not be reproduced during provocative testing. Rv lead replacement is anticipated when the device will be exchanged due to normal battery depletion. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later capped and replaced to resolve the event. The patient was in stable condition.